Manufacturer narrative:
(B)(4). The sample was evaluated and the leak was confirmed, 2 of the occluder feet were broken. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported to baxter (B)(4) that a leak in the transfer set occurred, even though the clamp on the transfer set was closed. There was patient involvement but no patient injury or medical intervention was reported along with this complaint